Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy procedure, upon dividing azygos vein, jaw of reload could not close. The surgeon change to other reload to complete the case. There was no patient injury.